Manufacturer narrative:
The correct maufacturer report number location should be 3007284313.

Manufacturer narrative:
The serial # and patient information is not available.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2020, a gore preclude® pdx dura substitute was implanted near the cervical spine during duraplasty for syringomyelia. Postoperative CT imaging showed a mild effusion of spinal fluid and a mass like meningocele under the dura mater, the physician elected to monitor it and no additional treatment was performed. On an unknown date in (B)(6), 2021, due to the leg pain associated with recurrent paralysis caused by nerve compression due to the subdural mass, non gore artificial dura mater was implanted in connection with the pdx. The patient was doing well in the immediate postoperative period. On postoperative day 10, a paralysis was observed, and a angiography imaging revealed that the spinal fluid traffic was blocked around the dura implantation site (unknown exact location of the artificial dura mater where the traffic blockage occurred). On an unknown date in (B)(6), 2021, a shunt tube was implanted to resume the flow of spinal fluid, but the patient developed fever immediately after the operation, and a spinal fluid examination confirmed infection, so the shunt tube, artificial dura and gore preclude® pdx dura substitute were removed. The patient tolerated the procedure. The physician reported that the mass is probably an adhesion of the arachnoid membrane to the neointima that has formed under the dura mater.